Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that while getting out of his car, the pt heard a pop come from his back. Pt claims that after that, the stimulation changed. The sales representative met with the pt for reprogramming, but was unable recapture all of the original coverage areas. The pt reported felling sharp pains during the session in this thigh and back. An x-ray revealed that one of the leads had migrated. On (B)(6) 2010, the leads were explanted and replaced.

Manufacturer narrative:
Evaluation, method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The leads were visually inspected and no anomalies were found. The leads passed continuity testing and all channels measured less than 4 ohms. Stress testing did not reveal any failures. Conclusion - the reported complaint could not be confirmed for lead migration. Both leads, however, passed lab testing and are functional. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.